Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for glucose hk (gluc3). The erroneous results were reported outside of the laboratory. The initial gluc3 result was <0.1 mmol/l. This result was reported outside of the laboratory. The repeat result was 4.7 mmol/l. The corrected result was reported outside of the laboratory. No adverse event occurred. The gluc3 reagent lot number and expiration date was not provided. The customer thought the initial result occurred because the sample was not centrifuged although it should have been. The customer thinks this happened due to placing the sample on a tray that is supposed to "skip centrifuge" based on the software configuration. Upon review of the instrument's communication trace, there were no errors concerning the path of the affected sample. A specific root cause could not be identified. The customer's assumption could not be verified. The customer is using an old version of the software that does not provide the information necessary to verify the issue.